Event description:
They put a wire through a sheath in a retrograde approach in a posterior tibial artery. The wire crossed through the cto lesion. Physician had to come from above to get to snare the wire so he can have wire access all the way through the lesion. They noticed that the coating of the wire started to shear off. They cut the wire, pulled the wire that was sheared off and put it back. Nothing was left in the body. They completed the procedure with no issues.

Manufacturer narrative:
The device is expected to be returned but has not yet been received.